Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem08120 endovascular stent graft allegedly experienced deployment issues and misfire. This information was received from one source. This event involved one patient with no patient consequences. The patients is a (B)(6) year old female weighing (B)(6).